Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed. Other: it was reported the rv lead experienced a "sudden drop" in impedance, high thresholds, and no capture, following the patient's av node ablation procedure. The lead was explanted and replaced. No patient complications were reported as a result of this event. Electrical tests performed; mechanical tests performed. Visual examination: actual device involved in incident was evaluated; device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Capture, failure to, impedance, low, high threshold.

Event description:
It was reported the rv lead experienced a "sudden drop" in impedance, high thresholds, and no capture, following the patient's av node ablation procedure. The lead was explanted and replaced. No patient complications were reported as a result of this event.